Event description:
It was reported the patient was feeling uncomfortable stimulation and the stimulation was causing the patient¿s pain to increase. In turn surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received, wherein the scs system was explanted. No representative was present.